Manufacturer narrative:
The device was not returned for analysis. A review of the lot history record revealed no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history identified no similar incidents reported from this lot. Based on available information, a cause of the reported single leaflet device attachment (slda) appears to be related to procedural conditions. The reported unexpected medical intervention was a result of case-specific circumstances. A cause of the reported image resolution poor could not be determined. There is no indication of a product quality issue with respect to manufacture, design or labeling.

Event description:
Subsequent to the initial report filing, additional information received reported that the clip detached from the anterior leaflet and remained attached to the posterior leaflet. No additional information was provided.

Event description:
It was reported that this was a mitraclip procedure to treat functional mitral regurgitation (mr) with a grade of 3+. The first clip delivery system (cds) was advanced to the mitral valve and placed in position. Imaging was very poor, and it could not be confirmed if the leaflet was well seeded into the clip. After the clip was deployed, the clip detached from one leaflet and remained attached to the other leaflet (single leaflet device attachment/slda). One additional clip was implanted for stabilization, reducing the mr to 1+. No additional information was provided.

Manufacturer narrative:
The clip remains in patient. The device will not be returned for evaluation. Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.